Manufacturer narrative:
Additional product code-hsz. Device is an instrument is not an implant and explant. . Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that during surgery on (B)(6) 2013 for an open reduction internal fixation of the proximal tibia while the surgeon was drilling into the distal hole of the 3.5mm lcp proximal tibia plate the 2.5mm drill bit (item #310.25) broke. A fragment of the drill bit was not retrieved and left in tibia bone. Surgeon verified the fragment thru x-rays on (B)(6) 2013. Due to this event no additional operating room time was added to the surgery. Surgery was completed with no further issues. This report is 1 of 1 for report (B)(4).